Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4) at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and determined that the power supply board is defective. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical a motor fault, h/w (hardware)fault and overheat alarm condition on vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.